Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.